Event description:
Information received indicates while upgrading the bed with a sport air surface, the technician found the power control module was shorted causing a loss of bed functions.

Manufacturer narrative:
The technician replaced the power control module to repair the bed.